Event description:
Reporter indicated that a vns programming computer was "broken". Good faith attempts for additional info and product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury